Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4) ltd. As of (B)(4) 010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from the bed to the bathroom using an opera lift device, the extremity of the lifting arm broke and the spreader bar fell down. The patient involved in the event received a hematoma to the head and was transferred to emergency service for a CT scan of the head. No more injuries were found.